Manufacturer narrative:
B3: date is approximate. Month and year are confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction. It was reported that the patient was under a medical condition that may be associated with the equipment. Caller stated the medical condition started less than a week ago. Agent asked for more information on the condition, but caller refused to provide it. The patient was redirected to their healthcare provider (hcp) to further address the issue. Additional information was received from the manufacturer representative (rep). When the rep was asked to clarify the statement "medical condition that may be associated with the equipment", the rep stated that they were seeing their primary care physician (pcp) for uti on friday (B)(6) 2026. The rep stated that it was unknown if the device/therapy/procedure causal or contributory with respect to the medical condition that may be associated with the equipment. When asked about the steps taken to resolve the issue, the rep stated that the patient saw their pcp to get treated for uti. The rep stated that the implanting physician was aware of the issue.